Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The exact procedure date is unknown however, the jejunal tube was in place for 3 months. According to the complainant, during a replacement procedure on (B)(6) 2014, it was noted the jejunal tube was kinked. The procedure was completed with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.